Event description:
It was reported that the anesthesia workstation failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was not reproduced. It was clarified that it was the gas analyzer test that failed. It was judged that patient gas analyzer was defective and required replacement. At the time when the decision was taken to report this issue, the information about replaced part was unknown. The patient gas analyzer aion is measuring device of patient gases. A fault in the gas analyzer will be detected during system checkout (sco) and will not affect delivery of gases, agent and ventilation. No parts or device logs have been available for further investigation. With this limited information, the root cause of the reported issue can not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/01/2014. Corrected manufacture date: 03/06/2014.